Event description:
The customer reported that the arch (mainframe) could not be connected to the console (workstation). This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was evaluated and reseated. The system was tested and found to be working as intended and returned to service.